Manufacturer narrative:
The device was not returned for analysis. A review of the lhr review and similar complaint review was not performed because the lot information was not provided. All available information was investigated and based on information provided, the cause of the reported single leaflet device attachment (slda) resulting in mitral valve insufficiency/regurgitation (mr) is due to patient conditions, per the physician. The reported patient effect of mitral regurgitation as listed in the eifu, is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. On an unknown day, recurrent mr of grade 4 was reported. The clip had single leaflet device attachment (slda) from the anterior leaflet. On (B)(6) 2026, a re-interventional procedure was performed. A mitraclip was implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.